Event description:
A report was received that the patient¿s ipg would not hold its charge and was non-functional after having a non-device related surgery. The physician believed that the ipg was damaged during surgery. The patient underwent an ipg replacement and was reportedly doing well postoperatively. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician¿s implant manual 90970880-04).

Manufacturer narrative:
(B)(4) device evaluation indicated that the complaint of the patient having trouble charging was confirmed. Device charge and system data logs could not be downloaded due to the damage to u2-asic. The device would not be charged nor linked to a test remote control even after two charging attempts. The device was cut open, and the battery measured 1.24 volts. The device exhibited excessive sleep current leakage (31 ma). A hot spot was observed on the component (37.9°c). The impedance between vh and ground was 55.34 ohms. The reported complaint states that the patient device was not charging and was believed that it was damaged during surgery. The visual inspection revealed burn marks on top case of ipg.

Event description:
A report was received that the patient¿s ipg would not hold its charge and was non-functional after having a non-device related surgery. The physician believed that the ipg was damaged during surgery. The patient underwent an ipg replacement and was reportedly doing well postoperatively. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician¿s implant manual (B)(4)).